Event description:
It was reported that during an unk procedure, there was an instrument error so they tried to troubleshoot it, but while they were trying to test it, the blade fell off. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.